Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a non ¿ cordis guiding catheter was delivered to the lesion and a 5.0 x 18 x 142 palmaz genesis stent delivery system (sds) was inflated. However, pressure could not be applied at approximately 8 atmosphere (atm); balloon rupture was confirmed. The stent was not deployed completely, so the balloon could not be removed. The doctor considered using a snare to remove the balloon, but it was not performed because of possible tissue damage. The doctor decided for a surgical removal and succeeded in removing the device. The status of the patient has not been changed. This was a pediatric cardiology case. The device will not be returned for evaluation.

Manufacturer narrative:
A non ¿ cordis guiding catheter was delivered to the lesion and a 5.0 x 18 x 142 palmaz genesis stent delivery system (sds) was inflated. However, pressure could not be applied at approximately 8atm (eight atmospheres); balloon rupture was confirmed. The stent was not deployed completely, so the balloon could not be removed. The doctor considered using a snare to remove the balloon, but it was not performed because of possible tissue damage. The doctor decided for a surgical removal and succeeded in removing the device. The status of the patient has not been changed. This was a pediatric cardiology case. The product was not returned for analysis. A product history record (phr) review of lot 17668372 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿, ¿balloon-sds withdrawal difficulty¿ and ¿stent underexpanded¿ could not be confirmed as the device was not returned for analysis, nor were procedural images provided for review. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. The product is not indicated for either pediatric or cardiology, therefore this is considered off-label usage. According to the safety information in the instructions for use ¿indication the cordis palmaz genesis peripheral stent on cordis amiia .014" delivery system is intended for use in the treatment of atherosclerotic disease of peripheral arteries below the aortic arch. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Prior to stenting, the palmaz genesis peripheral stent on cordis amiia .014" delivery system should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not induce a vacuum on the delivery system prior to reaching the target lesion. Do not attempt to remove or readjust the stent on the delivery system. Should any resistance be felt at any time during advancement or removal of the stent delivery system pre-stent implantation and before full exposure of the stent, carefully attempt to pull the unexpanded stent delivery system back through the sheath introducer/guiding catheter. If resistance is felt in doing so, the delivery system must be removed as a single unit. When removing the delivery system as a single unit: do not retract the delivery system into the sheath introducer/guiding catheter. Position the proximal balloon marker just distal to the tip of the sheath introducer/guiding catheter. Advance the guidewire into the anatomy as far distally as safely possible. Secure the stent delivery system to the sheath introducer/guiding catheter; then remove the sheath introducer/guiding catheter and stent delivery system as a single unit. Failure to follow these steps and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or stent delivery system components such as the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.